Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were dispatched in emergency medical services due to low blood glucose on (B)(6) 2022. Customer blood glucose was 47 mg/dl at the time of incident. Customer was treated with insulin drip and food for low blood glucose. Customer alleged that the insulin pump was over delivering due to reservoir was completely empty when removed from the insulin pump. Customer was using insulin pump within 48 hours at the time of event. Customer was using auto mode feature at the time of event. The insulin pump and reservoir will not be returned for the analysis.